Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - after an implantation period of approximately 41 months, oversensing was reported. The oversensing was also observed by provocative maneuvers during an inhouse follow up on (B)(6) 2017. At the moment biotronik has no further information with regard to a revision procedure. The lead remains implanted at this time.